Event description:
It was reported that the ilet displayed ¿low¿ while the user did not feel low, followed by elevated glucose that reached approximately 319 mg/dl for 1¿2 hours with device high alerts, during which the user both announced a meal resulting in an automated dose of about 4.8 units and also administered an additional 4 units of rapid-acting insulin by syringe while still connected to the system, which was followed by subsequent low sensor readings. Symptoms included dizziness, thirst, and sweating. Outcomes included transient impact to glucose control without need for medical intervention or assistance. Investigation included review of device use history and user report. Investigation of this case revealed concurrent insulin delivery from the pump and a manual injection while connected, which is consistent with excess insulin delivery and subsequent low readings, with prior under-bolusing for enteral feeding likely contributing to the preceding hyperglycemia. It was concluded that the event was related to user management of insulin dosing outside of automated delivery, and device function was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.